Event description:
Procedure: pneumonectomy. According to the reporter: endo gia ultra was loaded with the sulu egia60amt and handed to surgeon. The surgeon introduced the instrument into the thorax, opened the instrument, adjusted instrument and articulated it. The instrument was placed at the master bronchus and tissue. The sulu only fired 1.5 cm and the jaws would not open. The jaws had to be opened with the aid of other grasp instruments. The surgical procedure was extended by more than 30 minutes and tissue damage was repaired. Pulmonary tissues were tended with a clip on the pericardium level and there was a intrapericardial tissue supply.

Manufacturer narrative:
(B)(4).